Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd¿ dosi-flow 10 could not block fluid.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned, lot number is unknown. Visual inspection and leakage test of returned sample: sample was visually inspected the and leakage test was conducted. The inspected unit did not show leaks. Device history record review (DHR): the lot number of the returned sample was not available, not able to evaluate the manufacturing records. Root cause: from investigation, the returned sample did not show leaks. Have not been able to reproduce the defect claimed, so it was not possible to determine the root cause of the claimed defect.

Event description:
It was reported during use of the bd¿ dosi-flow 10 could not block fluid.